Manufacturer narrative:
(B)(4). (B)(4) was reported in error. Please disregard initial reporting of this event as this event has now forwarded to tandem. B5: describe event or problem - correction. H2: if follow-up, what type - correction.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation must reported by tandem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 60 to 100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.